Manufacturer narrative:
On 11-aug-2021, bwi received additional information regarding the event. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event: bwi product malfunction. The event did not require medical or surgical intervention. Patient outcome of the adverse event: no ae. The patient did not require extended hospitalization because of the adverse event. A thermocool® smarttouch® sf catheter was not used. Force visualization features: graph, dashboard, vector & visitag with the visitag module parameters for stability: standard parameters (3-3-25-3), respiration & tag index. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a ventricular tachycardia (vt) ablation procedure with an unknown smart touch unidirectional sf. The patient suffered cardiac tamponade. During that procedure the patient had pericardium damage, pericardial rupture pericardial effusion. Half an hour after the transseptal puncture, noticed blood pressure was really low and then did an ultrasound, there was blood in the pericardium. Aborted the whole operation and started emergency procedure. The sales representative doesn't know exactly how it happened, thinks its not caused by any of our products malfunctioning. It was reported that during ventricular tachycardia procedure, when clicking on tools respiration gating, click "train" and then second monitor goes black, and stays black. Only solution to have it back is to go on tools again and stop respiration gating. It was reported that this was a recurring issue. They continued the procedure without respiration gating. Since the event is life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.